Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height main drawer had malfunctioned due to the broken rails and loosened ball bearing cage. The field service engineer replaced the broken rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the full-height cubie drawer jammed while retrieving medications. Additionally, the drawer had detached from its rail; however, the customer successfully repositioned it and managed to close it. Despite this, the drawer was offline. Although the customer had closed the drawer, it was slightly protruding, and it was clear that the white wire had become disconnected. During attempts to resolve the issue, the system consistently failed to stay closed, even after efforts to remove the obstruction and secure the drawer. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.